Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070320.

Event description:
It was reported that the patient had a non device related fall in which fractured the patients leads. The patient had inadequate stimulation and it was noted that the patients leads had high impedances on all contacts. The leads are currently implanted in the patients body.